Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Based on the analysis, the alleged battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. Additionally, it was reported that the battery gauge was observed to be intermittently fluctuating. Customer's blood glucose level ranged from 80 mg/dl to 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.